Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that on (B)(6) 2015, the patient underwent plif at l5/s1 levels for lumbar canal stenosis (lcs) on (B)(6) 2015. During surgery, it was found that the surgeon was performing decompression and curettage of the intervertebral space at l4/5 when he checked by x-ray before insertion of cage, it should have been at l5/s1. The surgeon performed plif surgery at l5/s1 levels as well and it became two intervertebral surgeries. After when the surgeon tried to insert second cage at l4/5, the inserter damaged endplate and the surgeon put a cage and rotation but the vertebral body was getting lay down due to loosening due to the endplate damage so both cage were removed and cage with different size was inserted obliquely and the surgery was finished. The surgical time was extended 31-60mins. No product problem was reported.

Manufacturer narrative:
(B)(4).

Event description:
The surgeon regards the cause of the event as his technical error.